Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the (2) hc105 hooks were used. One of the hooks failed in surgery and the other one, the "silicon ring" fell out/off the hook and into the pt's abdomen. The ring was retrieved with no further consequence to the pt.